Event description:
It was reported that the 9900 system locked up during a case. The 9900 system would not reboot. The 9900 was removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 and the ps2 power supplies were replaced during the service call. The system was tested and found to be working as intended and put back into service.